Event description:
The pump was returned for investigation. Investigation revealed a high force sensor calibration reading and a display failure. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The force sensor calibration reading tested high. The pump display screen appeared faded and discolored. A review of the device history indicated a loss of prime associated with a non-zero force, however a loss of prime was not duplicated during investigation. (B)(6).